Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 27 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted as removal date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-aug-2020: mr received- case become medically significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 48-year-old female patient who had essure (ess205), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"). And menorrhagia ("abnormal bleeding (menorrhagia)"), (B)(6) months (B)(6) days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. And the genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted, as removal date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received - events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)", lab data, patient information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 5 months 27 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (supra cervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted as removal date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Outcome of the previously added events pelvic pain, abnormal bleeding (vaginal), menorrhagia were updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("pain heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (she was even forced to undergo one or more surgeries to remove one or more of the essure coil). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.